Event description:
Affiliate reported that a full collection bag had to be replaced with a new one because it was not permeable. The hospital noted that the potential risk inlcuded an increase of the intracranial pressure.

Manufacturer narrative:
It has been communicated that the device may not be available for evaluation. If the device is sent an investigation will be conducted and a follow up will be filed. In addition since a lot number has been provided, a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to specifications prior to being released to stock. At the present time this complaint is closed.